Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the stent delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and moderately calcified mid right coronary artery. A 2.75 x 28 mm xience prime stent was implanted; however, a proximal edge dissection was noted post-implantation, which was treated with an unspecified xience stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.